Event description:
Procedure type: lap chole. According to the reporter: the device was returned because the customer experienced an incident where the tip of the needle disengaged. It was not used on the pt. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).